Event description:
It was reported via repair work order that there were no siderail controls functioning and loss of bed up/down functions on both sides due to malfunction siderail cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that there were no siderail controls functioning and loss of bed up/down functions on both sides due to malfunction siderail cable. It was also reported that motion interrupt pan was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the motion interrupt pan was damaged.